Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 25 mg/ml bupivacaine at 18.78 mg/day and 40 mg/ml morphine at 30 mg/day via a pump implanted to treat non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2016, a pump motor stall occurred. Multiple motor stalls and recoveries occurred, and the pump was cu rrently stalled as of (B)(6) 2016 at 2am. The patient was experiencing sudden withdrawal and was admitted to the hospital over the weekend.

Event description:
Additional information reported by the manufacturer representative that they were first notified by the managing physician who was notified that the patient had been admitted to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.